Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during parathyroidectomy procedure, the nim vital was not making continuous tone the whole time the standard monopolar probe was held on the tissue. The stim return, located under the stimulus setting on the monitor did not show 0, which indicated that the current was being delivered. The continuous tone would stop after an undetermined amount of time which alerted the user of the issue. The surgeon switched over to the nim 3.0 because he felt that the stimulus was not consistently working. The continuous tone was made the whole time with the nim 3.0 and probe being used without any interruption. The procedure was delayed for less then 5 minutes. There was no patient impact.